Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the user facility had difficulty achieving proper flow after the centrifugal pump driver had been inadvertently turned off. After repeated attempts to achieve flow, the perfusionist brought in hand crank to start pumping the blood. The revolution pump hand crank was position sensitive and the hand crank was not in the proper position, they had difficult time achieving proper flow to the patient. After several minutes, they brought in another complete centrifugal pump driver. At this point, there were able to resume flow to the patient. The patient was slow to recover. There was a delay of 11 minutes. The product was changed out.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 10, 2018. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). The sample was not returned for evaluation, therefore a thorough investigation could not be performed. A representative sample was obtained. The sample was visually inspected and no anomalies were noted. The adapter was set into a circuit with saline solution and evaluated with a centrifugal pump to ensure the device could achieve proper flow rates up to 7.0 l/min, which is the maximum flow rate indicated in the centrifugal pump IFU. A calibrated flow meter was used to measure the resulting flow rates at various rpm levels to ensure functionality of the device. The pump adapter was found to function as intended, delivering proper flow rates with the attached centrifugal pump. The reported event was not able to be recreated; therefore, the complaint was not confirmed and a definitive root cause was not able to be determined. It is possible that the pump had not been properly set up on the adapter, or the adapter not set up on the motor, causing forward flow to stop. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.